Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Patient reported he had a left leg surgery done on (B)(6) 2018. Patient stated one of his screws bent and another screw backed out.